Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2016. Customer's blood glucose was unknown. Customer stated that he was sick and his blood glucose was not elevated. Customer was treated with IV fluids. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was not returned for analysis.